Event description:
Customer stated there was a fire due to a waterpik. Allstate has not contacted her back, but provided a claim number. Couldn't grab model because unit is completely melted into the counter.